Event description:
Additional information was received from a healthcare provider (hcp) via the study. On (B)(6) 2016, examination revealed the pump site in the right upper gluteal area had some fluctuance. It appeared he might have a slight seroma in that area; no tenderness.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the study. The cause of the ballotable pump was possibly a seroma as per record the patient had a history of recurrent seromas to be drained in the office.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the study. The pump was updated on (B)(6) 2016 and was delivering bupivicaine 25.0 mg/ml at 2.906 mg/day, baclofen 125.0 mcg/ml at 14.53 mcg/day and clonidine 75.0 mcg/ml at 8.718 mcg/day. The infusion mode was simple continuous.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was non-malignant pain. On (B)(6) 2016 the patient reported a "full" sensation at the pump site. Examination revealed a ballotable pump and obvious fluid in the pump pocket. The last pump refill had been on (B)(6) 2016. 60ml of watery sanguinous fluid was aspirated on (B)(6) 2016. The event was considered possibly related to the device or therapy and unlikely related to the implant procedure. Event outcome was ongoing. The cause of the ballotable pump and actions/interventions taken were unknown. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating per provider, the patient no longer had any fluctuance or fluid at the pump site as of their (B)(6) 2017 visit. The outcome was noted as 'resolved without sequelae' as of (B)(6) 2017. The patient's weight was (B)(6) lbs. No further complications were reported/anticipated.